Event description:
It was reported that the user experienced a low blood glucose of 60 mg/dl at school after skipping lunch, characterized as not treating, or not treating sufficiently, hypoglycemia. The school nurse provided treatment with oral glucose and no further assistance was needed. Symptoms included hypoglycemia. Outcomes included transient impact requiring intervention with oral carbohydrate at school without hospitalization. Investigation included a review of use conditions and troubleshooting with education regarding hypoglycemia management. Investigation of this case revealed that the episode was associated with missed meal intake, consistent with user-related factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically inadequate carbohydrate intake leading to hypoglycemia.